Manufacturer narrative:
The pump passed active current test and self-test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. Successfully downloaded history files and traces using thump. No failed battery test noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on 11/06/2025 20:41:58.000 in pump downloaded history. No alarms or alerts noted during testing. No pump errors noted in pump download history. No damage to battery spring noted. Battery cycle 11.0 received the lowbatteryalert (104) on 11/06/2025 10:15:00 faster than expected at 1.15 days. Battery cycle 10.0 received the lowbatteryalert (104) on 11/05/2025 06:30:00 faster than expected at 0.97 days. Battery cycle 5.0 received the lowbatteryalert (104) on 11/04/2025 06:49:00 faster than expected at 1.3 days. Test sc1 cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, cracked keypad overlay and pillowing keypad overlay. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasting less than expected confirmed. No failed battery test noted during analysis. Unspecified alarm not confirmed during analysis. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. No damage noted to the battery spring however, damage was confirmed at keypad overlay. Confirmed moisture damage to motor assembly, pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue related to pump battery failed and short battery life. Customer also mentioned that the battery compartment spring of the pump was damaged and pump received pump error 58. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was using the pump with audio and vibrate mode enabled. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.